Event description:
It was reported that a pt underwent an abdominal surgery closure procedure on (B)(6) 2010 and a suture was used. While the surgeon was closing adipose/fatty tissue the needle fractured and fell into the pt. The pieces were successfully retrieved and a diagnostic x-ray image failed to detect further needle fragments. There were no adverse pt consequences reported and the pt is well to date.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further info derived from the eval will be submitted in a supplemental 3500a form. In addition, a review of the batch mfg records was conducted and the batch met all finished goods release criteria.